Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and the cause appears to be related to use of the device. The external segment of a 4.2 fr s/l broviac catheter was returned for investigation. The returned sample exhibited evidence of use. The printing on the clamping oversleeve was partially worn near the crimp collar. The intermediate tubing extended 1.0cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. Weakness was detected in the catheter tubing just distal to the crimp collar. A functional test of the catheter revealed that the lumen was patent to infusion, but under pressure, fluid would fill the space between the 4.2 fr tubing and the intermediate tubing. A breach in the 4.2fr tubing, which coincided with the distal tip of the luer adaptor barb, was observed after cutting the clamping oversleeve from the luer adaptor. The tubing was worn from within around the breach site. The distal tip of the luer adaptor barb showed no sharp edges or burrs. The breach allowed fluid to fill the space between the 4.2 fr tubing and the intermediate tubing. The worn print from the clamping oversleeve indicates that the catheter may have been clamped or manipulated near the crimp collar. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor stem, eventually leading to catheter failure. The product IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ no damage or defects related to the manufacturing process were noted on the returned sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huau1244 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that the patient was seen in the ed due to a broken broviac catheter. It was stated that the line was unable to be repaired and was removed and replaced. No other information was reported.